Event description:
I had cosmetic laser bbl by sciton on (B)(6) 2017. It was performed by an esthetician at (B)(6). About 10 days later I noticed fat loss from my right cheekbone area and fat loss from my lower cheek on the left side. Both cheeks have deflated but it is uneven, the shrinkage/ fat loss continued for about a month.